Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant downstream occlusion. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one smiths medical cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump to be in good condition. Review of device history log found that a high alarm of downstream occlusion was displayed. Functional testing included downstream occlusion sensor test. After multiple test downstream occlusion sensor was found to be inoperable. Customer stated issue was able to be duplicated. Problem source could not be identified.